Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004729, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004729 was manufactured according to the work instruction (wi) version 110 and manufactured in the line l-3 on 17-dec-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4a02058 was manufactured according to the wi version 59 and manufactured in the machine sc09, on 08-jan-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4a02300 was manufactured according to the wi version 59 and manufactured in the machine sc09, on 09-jan-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4a01553 was manufactured according to the wi version 59 and manufactured in the machine sc03, on 08-jan-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3l04383 was manufactured according to the wi version 58 and manufactured in the machine sc03, on 15-dec-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3l04384 was manufactured according to the wi version 58 and manufactured in the machine sc03, on 17-dec-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3m01503 was manufactured according to the wi version 57 and manufactured in the machine sc05, on 12-dec-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.